Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted that the existing right atrial (ra) lead was dislodged which resulted in loss of capture and noise. X-ray confirmed the existing ra lead was dislodged. During the lead revision procedure, fluoroscopy revealed that both the existing ra lead and the capped ra lead had dislodged. The existing ra lead was explanted and replaced on (B)(6) 2025. No intervention was performed on the capped ra lead as it might jeopardize the rv apex lead. The patient was in stable condition.